Manufacturer narrative:
The device is subject to the 2022 zenex, assurity, and endurity pacemaker laser adhesion safety notification.

Event description:
It was reported that the pacemaker could not be interrogated. The longevity estimate the previous year was approximately 6-9yrs. Multiple programmers were used but interrogation failed. No pacing spikes were observed on electrocardiogram with magnet placement. The pacemaker is subject to the assurity laser adhesion safety notification. Pacemaker replacement was recommended.